Manufacturer narrative:
The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: diagnosed with bia-alcl.

Event description:
Patient's relative reported "diagnosed with bia-alcl." Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative later reported "a diagnosis of bia-alcl, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering." The events of rashes, tingling skin, and hair loss were also reported and determined to be not device related. Treatments include chemotherapy, ans radiation.